Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy-defibrillator (crt-d) reported his device began emitting beeping tones four months after implant.